Event description:
The customer reported an error 1000 message (a defib failure cycle power) message.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.